Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant medical product: w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced because it had dislodged, and as a result the threshold was high. No patient complications have been reported as a result of this event.